Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that their insulin pump was not rewinding properly. The pump would display "rewind complete, yet the piston would not move. The customer reported no adverse events. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer reported being unable to exit the load reservoir process. The customer attempted to complete it again, but the pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on 07/06/2024 23:22:03.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window cover, pillowing keypad overlay, corroded battery tube, cracked battery tube threads, cracked case- corner of the belt clip rails, and corroded motor home switch. Prime/fill anomaly confirmed during testing due to pump error 38. Confirmed pump error 38 alarmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.